Event description:
It was reported that during an unknown procedure, physical products is cdh33b but label shows -cdh29b.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: 1. Was the device used on a patient? If so, was there any patient consequence? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: dealer found that error at their level only this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/05/2022. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a sales unit and a tyvek of the bottom side with the cdh33b product code, 536a41 lot number and 2026-10-31 expiration date, also, on the sales unit, can be seen a blue label with the cdh29b product code that does not belong to the correct packaging identification. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Because the instrument was not returned (discarded) our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 536a41, and no non-conformances were identified.